Event description:
It was reported by the physician's office the pt's receiver was no longer responsive or functional. The physician planned to undertake surgical intervention to address the issue. No further info was provided.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.